Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic pain') and autoimmune thyroid disorder ('autoimmune diagnosed: thyroid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroid disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), arthritis ("arthritis"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), migraine ("migraines"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and menorrhagia had resolved and the autoimmune thyroid disorder, rash, arthritis, psychological trauma, cystitis, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, migraine, nausea, weight increased and dyspareunia outcome was unknown. The reporter considered abdominal pain, arthritis, autoimmune thyroid disorder, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, tooth disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia, rash/skin condition, arthritis, thyroid, bladder problems, urinary problems, bladder infection, uti, vaginal infection, fatigue, gi conditions, dental probs., hormonal changes, migraines, nausea and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) results: failure to occlude. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received new events dyspareunia was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune thyroid disorder ('autoimmune diagnosed: thyroid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroid disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), arthritis ("arthritis"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), migraine ("migraines") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and menorrhagia had resolved and the autoimmune thyroid disorder, rash, arthritis, psychological trauma, cystitis, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, arthritis, autoimmune thyroid disorder, back pain, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, tooth disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia, rash/skin condition, arthritis, thyroid, bladder problems, urinary problems, bladder infection, uti, vaginal infection, fatigue, gi conditions, dental probs., hormonal changes, migraines, nausea and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) results: failure to occlude. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case becomes incident. Event injury was deleted. New events added: pelvic/ abdominal pain, autoimmune thyroid disorder, dysmenorrhea, back pain, menorrhagia, rash/skin condition, arthritis, psych injury, bladder infection, uti, vaginal infection, fatigue, gi conditions, dental problems, hormonal changes, migraines, nausea and weight gain were added. Explant date was added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.